Manufacturer narrative:
The double process tall clamp was replaced and the damaged part was returned to the manufacturer for analysis. Investigation confirmed reported issue. The retainer ring has been pulled from the tip of the adjustment screw and is missing. The ring is pulled when the adjustment screw is turned to open the clamp further than the design will allow. As a result, the adjustment screw is able to close the clamp but not open it. The hardware investigation found that reported event was related to a physical damage failure mode, as there are missing pieces.

Event description:
A medtronic representative reported that the washer of the spinous double process clamp was missing. This was noticed during pre-op preparation. There was no patient present when this issue was identified. The site has a second tray to use.